Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD) a spontaneous ventricular fibrillation (vf) occurred resulting in a shock to be delivered before the device was implanted in the pocket. The arrhythmia was converted, however an error code was recorded due to a high shock impedance measurement. Rhythmcare confirmed this was a normal observation with the device still outside the pocket. This device remains in service. No adverse patient effects were reported.